Manufacturer narrative:
The investigation analysis on the returned sensor (B)(6) was inconclusive due to the damaged hydrogel of the sensor. The damage is most likely to have occurred during the removal procedure. The sensor in-vivo data showed a decline in the signal modulation throughout the insertion period, which confirmed the complaint. The potential root cause of the decreased modulation could be hydrogel oxidation of the sensor. The system correctly disabled the sensor due to performance deviation, and the system's self-test functions were working normally. As part of resolution, an RMA was issued for sensor replacement. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4307.

Event description:
On april 19, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.